Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm vticm5_13.2, -9.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye (od) on (B)(6) 2024. There was patient contact (lens touched the eye) with no patient injury. The lens was exchanged on (B)(6) 2024 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown. The lens was implanted, removed, and replaced intraoperatively.